Event description:
It was initially reported the hcp was adjusting the patient's pain meds and that did not help to relieve the pain. The stimulation device that was previously removed did not help to relieve pain. The patient had a new herniated disc. The patient would like to obtain another hcp opinion regarding his pain management options. Information received from the hcp stated the pump was not related to the patient's increased pain. The pump delivered morphine and bupivicaine. The patient outcome was reported as no injury. The patient later reported a return of headaches and his neck was "locking" and the patient could barely turn it. It was later reported by the patient that the hcp did not adjust the pump medication. The patient had or will have surgery to fix the problem with the system. The patient was still having problems with the system, and it was unknown if the problems were related to the system. No specific information was reported regarding the problem with the system.

Manufacturer narrative:
(B) (4).